Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The trigger would stick in the run position and cause run-on due to corrosion in the trigger assembly. The device was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.